Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of would not run was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the motor device had unintended activation/motion, component damage and displayed an e5 error code(fault in handpiece). The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation/motion, component damage and displayed an e5 error code(fault in handpiece). It was further determined that the device failed pretest for loctite assessments, motor thermistor assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between sensor gnd and connector body (42) and safety assessment. It was noted in the service order that the device did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.